Event description:
It was reported that the patient experienced pocket discomfort. The patient underwent surgery to reposition the ipg from the rear flank to the front abdomen on (B)(6) 2019. Effective therapy was established post operation.